Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed inappropriate shocks due to noise oversensing and lead damage was suspected. The lead was deactivated and the patient is in stable condition.